Manufacturer narrative:
Investigation: a customer provided photograph was available for analysis. Visual analysis could not confirm the reported failure mode (broken filter wheel). It was noted that the luer lock in the photograph was not included in the tray (foreign componentry used) and that the stingray connector was closed prior to catheter assembly. In order to function correctly the stingray connector should be open until the completion of catheter assembly, these usage instructions are included in the IFU. Lastly, the filter wheel appeared in to be good condition. The investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. A lot number was not provided, as a result a DHR review was unable to be performed.

Event description:
It was reported that there were broken filter wheels in the trays with a bd tray cse whit25g4.7 we17g3.5 swc x3794. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that there was issues with broken filter wheels in the trays.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were broken filter wheels in the trays with a bd tray cse whit25g4.7 we17g3.5 swc x3794. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that there was issues with broken filter wheels in the trays.